Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured sometime in june 2024. H11: the actual device was not available; however, companion samples, retention samples, and photo sample were received for evaluation. A visual inspection of the photo sample was performed, and the air vent being disconnected from the chamber was observed. The reported condition was verified on the photo sample. The cause of the condition could not be determined. Visual inspection of the companion sample and retention sample did not identify any abnormalities that could have contributed to the reported condition. A gravity test was performed on the retention sample, and no leaks were observed. The reported condition was not verified on the companion or retention sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "filter" (air vent) came out from an interlink add-a-line solution medication set which caused a leakage from the air vent. The issue was further described as "cytotoxic medication came out of the filter hole". This occurred while hanging the spiked non-baxter chemotherapy bag containing fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.